Event description:
The customer contacted beckman coulter, inc. (Bec) to report that sample ID (B)(6) for patient a displayed and printed out with patient b demographics on their coulter lh 500 hematology analyzer. No erroneous patient sample results were reported outside of the laboratory (i.e., the patient sample was correctly matched with the patient demographics at the laboratory information system - lis). There was no impact to patient treatment associated with this event. The database preferences on the analyzer were not set to automatically delete the to do list (there were 1260 requests in the to do list). It appeared as if the to do list was never deleted since the analyzer was installed in the laboratory. It was determined that sample ids are reused in the laboratory on approximately a yearly cycle.

Manufacturer narrative:
Service was not dispatched to the customer's site for this event. The customer was informed that setting up the analyzer to auto delete would prevent the mis-identification of a sample ID due to the presence of duplicate sample ids. The cause for this event is unknown. However, it is likely that the sample ID in question matched a sample ID already in the to do list of the analyzer. Per product labeling, sample ids must be unique within the to do list of the analyzer. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.